Event description:
It was reported that the child was being transferred in a hoyer lifter using a non-sunrise manufactured sling, when the straps allegedly fell off the bars, causing child to fall to floor.